Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose peak around 400 mg/dl after the ilet system was not connected, and the user later reconnected to a replacement ilet and manually entered a blood glucose value of 289 mg/dl with customer support. Symptoms included no reported clinical manifestations. Outcomes included user self-management without need for medical intervention or hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the device was initially not connected, and glucose was elevated until reconnection and manual entry were performed, with the cause of the hyperglycemia remaining unclear. It was concluded that the event involved hyperglycemia with an unclear cause, with the device functioning after reconnection and user input. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.